Event description:
It was reported that there was an impedance alert due to a high and gradual impedance rise on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial lead impedance trends limited to only two weeks with measurements which are both greater than 2000 ohms. Initial lead impedance at device implant was 2064 ohms. Impedance lifetfime maximum of greater than 3000 ohms.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.